Manufacturer narrative:
(B)(4).the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported worsening mr was likely a result of procedural conditions and due to the slda, while the reported dyspnea was likely a symptom/secondary effect to the increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2017, the patient was hospitalized due to dyspnea. A transthoracic echocardiogram was performed, which found that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. On (B)(6) 2017, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 2-3. The patient remained stable. No additional information was provided.